Manufacturer narrative:
2 powercross pta balloon catheters, and non-mdt ballooning, was used to treat the target lesion (r-1) during the previously reported revascularisation.

Manufacturer narrative:
(B)(4).

Event description:
During index procedure, four in.pact admiral paclitaxel eluting balloon catheter were used to treat a lesion in the right sfa. Approximately 19 months post index procedure, patient suffered restenosis of the right sfa and revascularization was carried out two weeks later with three non-mdt balloons. Patient recovered. Investigator assessed that the restenosis of the right sfa event is possibly related to the study device, procedure and paclitaxel.